Manufacturer narrative:
The customer's calibration and qc recovery were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed various checks and made adjustments. The customer ran qc which was acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys vitamin d total g2 assay result for one patient with the cobas 6000 e601 module. The initial result was 46.2 ng/ml. This result was reported outside the laboratory. The repeated result was 18.9 ng/ml and deemed correct. The reagent lot number was 50317501 and the expiration date was 30-sep-2021.